Manufacturer narrative:
(B)(4). Conclusion: to date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
Conclusion: actual sample was returned for evaluation. A microscopic visual evaluation was performed and revealed scuff marks and indents around the break area produced during handling by the surgical needle holders or some other gripping device. The needle fractured due to tensile overload generated during severe mechanical deformation with signs of ductility. There were no signs of manufacturing defects found on the needle.

Event description:
It was reported that the patient underwent an unknown procedure on (B)(6) 2014 and suture was used. During knotted suture of epidermis, the needle broke at swage. The pieces of the needle did not remain in the patient's tissue. No adverse patient consequences reported.